Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and an absorbable hemostat was used. The absorbable hemostat was left in place. Post-operatively, the patient developed a skin sore. The physician referred the patient to a dermatologist. No additional information was provided.